Manufacturer narrative:
A drive link loose issue was determined as the primary failure, and the blade mount base required replacement. Drivetrain looseness can contribute to blade tab fractures in these cases. Improper blade loading, blade whip, and excess current draw also may have contributed to the reported event.

Event description:
The system 6 sagittal saw was sent for eval because it caused a sagittal blade to break following a total knee procedure. The blade was taken away from the surgical site. There was no medical treatment or intervention required, no surgical delay or adverse consequences associated with the device.